Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. Device evaluation: evaluation of the returned pump confirmed depositions in the inflow conduit and outlet elbow. However, a correlation between the identified deposition and the reported patient expiration could not be conclusively determined. The pump was returned assembled with the driveline intact. The inlet tube, inlet elbow, and outlet elbow revealed pink, soft depositions. The depositions were adhered in small islands throughout the blood contacting surfaces, and did not appear to obstruct flow. The depositions appeared to have developed in these areas due to poor surface washing. However, a specific cause for the development of these depositions could not be determined. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported from a nurse at an outside hospital that the patient was admitted on (B)(6) 2017 with hypertension and fluid overload. The patient experienced ventricular tachycardia after admission, and an amiodarone infusion was initiated. It was reported on (B)(6) 2017, that the patient ¿coded¿, was asystolic, and had expired. It was reported that the lvad was producing unspecified alarms, and that the cardiologist had disconnected the driveline to discontinue lvad support at the time of death. Additional information was requested, but was not provided.